Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Invalid result. The user reported that their cassette did not produce a control line. Confirmed that the user had performed the test procedure correctly.

Manufacturer narrative:
Batch records for lot cov4019003 were reviewed and issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. 13 retention samples were checked and the issue was not found in the retained cassettes. The test line and control line were observed in all thirteen devices. All showed results correctly, no defect was observed. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "additional information" and "device evaluation". H6 "adverse event problem" - event problem and evaluation codes are updated for "type of investigation (b)", "investigation findings (c)" and "investigation. Conclusions (d)" per the investigation. H10 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result. Invalid result. The user reported that their cassette did not produce a control line. Confirmed that the user had performed the test procedure correctly.